Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of bent cannula with one infusion set. The symptoms were noticed in 3 or more hours after insertion. The set was in use for 1 day. The site of insertion was abdomen and was rotated regularly. Patient's blood glucose at the time of event was 280 mg/dl. Therefore, patient replaced infusion set, cartridge and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.